Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws cracked and a small piece of plastic broke off inside of the leg. The plastic was retrieved from the leg. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The silicone insulation was observed to be intact on both the cold and hot jaws. Slight amount of tissue and charred material was observed on the jaws. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was not confirmed for "peeled silicone insulation".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws cracked and a small piece of plastic broke off inside of the leg. The plastic was retrieved from the leg. The hospital did not report any patient effects.